Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was observed during testing; however, the reported problem could not be duplicated. The device was put through extensive testing including bench handling testing and power up stress testing without duplicating the malfunction. The monitor board was replaced to reduce the likelihood of reoccurrence. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.